Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2018. A procedure form received on (B)(6) 2018 stating that this lead had recall and advisory. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).